Event description:
Reports that our customer was admitted to the hospital with hbgs last night. Cpt states that they reviewed pump histories and found that customer had received low res alarms 3x yesterday and a no delivery at 2.41 am.